Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to migration of endoprosthesis, endoleak and reoperation.

Manufacturer narrative:
Device UDI lot/serial: (B)(4).

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (proximal: tgt3720/10667733, distal: tgt4020/10372387). The patient tolerated the procedure. Later in a follow-up study, a type ii endoleak was revealed with aneurysm enlargement. Exact amount of enlargement was not reported. On (B)(6) 2017, a follow-up study revealed that the distal endoprosthesis had migrated proximally (exact distance is unknown), causing a distal type I endoleak. On (B)(6) 2017, a reintervention was performed whereby a conformable gore® tag® thoracic endoprosthesis was implanted just above the superior mesenteric artery. The celiac artery was intentionally embolized with vascular plugs. The endoleak was resolved, and the patient tolerated the reintervention procedure.